Manufacturer narrative:
Product ID: 8731 serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: 8840 serial# unknown, product type programmer, physician (B)(4).

Event description:
It was reported that the pump was primed on the back table. The priming bolus was programmed for 19 hours instead of 19 minutes. The prime was run for 20 minutes and the pump was connected to the catheter and implanted. The prime ran for 47 minutes until the mistake was noticed and it was stopped. The healthcare provider (hcp) opened the patient and removed the pump. The pump was primed with 0.3 ml over 20 minutes and then re-implanted. The patient had no adverse effects and was doing ¿well.¿